Event description:
The reusable femoral impactor head broke at the point where the component attaches to the impactor handle. The surgery was completed successfully.

Manufacturer narrative:
The reusable femoral impactor head broke at the point where the component attaches to the impactor handle. The surgery was completed successfully. Investigation of the affected lot of material indicated that there was a specified radius missing at the bottom of the connection post where the fracture occurred.